Manufacturer narrative:
Na.

Manufacturer narrative:
Corrected data: additional narrative. Philips investigated the reported complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the system would not start. During troubleshooting, the fse determined that pressing the device power on button did not power on the host pc located inside the m cabinet. Using a pc diagnostic tool, the fse confirmed that the host pc was faulty. To resolve the issue, the fse replaced the host pc, reloaded the software, and restored the system configuration. The defective part was returned for further analysis. The supplier's part analysis conclusively determined that the host pc failure was due to a faulty power supply unit (psu) and an incorrect gpu type. Following replacement, the system was restored to good working order. The FDA establishment registration number (fei) was updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This update represents an administrative registration change only. There were no changes to the registered owner or operator, official correspondent, legal entity name, physical establishment address, manufacturing site, manufacturing processes, or the design, specifications, intended use, or manufacturing processes of any listed devices. The applicable codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.